Manufacturer narrative:
A philips remote service engineer (rse) spoke with onsite personnel to evaluate the device in question. The rse confirmed that the alarm notification is configured for "by unit' and suggested an application reboot. The rse stated that if the problem continued that technical support would assist with this case. The biomed confirmed with the rse, that after the pic ix reboot, the caregiver status is displaying on the monitors, and is performing as expected.

Event description:
Philips received a complaint on the patient information center ix indicating the user is not able to see vital signs of alarms. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.